Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device was visually inspected, showing no abnormalities. Next, the device was interrogated and the memory content was analyzed, revealing no anomalies. The battery status showed 100 percent. During device interrogation it was noted that there was no secg signal visible. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The analysis revealed a damaged connection on the circuit board. The root cause of this damage was not determinable. In conclusion, the device was returned for analysis. The analysis revealed a damaged connection on the circuit board. The root cause of this damage was not determinable, however, it cannot be excluded that the damage occurred after device shipment.

Event description:
Post implant when the device was interrogated, no sensing was seen. The secg signal appeared noisy, showing no intrinsic signal. The position of the implant is correct, no abnormalities with the implant was reported. Device was interrogated prior to implant and everything appeared normal. Device was explanted and a new bm 3m was successfully implanted.